Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while customer was attempting to deliver a bolus. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.